Manufacturer narrative:
Evaluation result: fowler.

Event description:
It was reported by service report that the fowler was stuck in high position and could not be raised or lowered. No pt involvement or adverse consequences are reported.